Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04apr2019. The service engineer (se) inspected the device. The se found the display had a "yellowish" color. The se replaced the central processing unit (cpu) board and the ventilator was returned to use.

Event description:
It was reported that the ventilator had an orange color on the display. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 06/06/2019. Date received by manufacturer: 0610/2019. Failure analysis on the returned cpu board shows that the component failure u12 on the cpu pcba created the orange displ submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.